Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a false air in line alarm. Service evaluation verified the false air in line alarm. The cause was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a false air in line alarm. No additional information is available.